Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l device implanted: (B)(4).

Event description:
On (B)(6) 2003, two gore excluder bifurcated endoprostheses were implanted. On (B)(6) 2007, one gore excluder aaa endoprosthesis contralateral leg component was implanted.